Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the cabinet settings and found that the auto deactivate patients setting was set for 5 days which showed that if no transactions occur within that period, the system automatically deactivates the patient. Further the customer mentioned that even after reactivating a patient, if there is no transaction within 24 hours, the patient becomes inactive again. Then the tss monitored the issue and found that the patient was still showed as active in myqlink. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the user stated that patients were being automatically deactivated after some time. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.